Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump and stated that they left the batteries out of the insulin pump for forty five minutes. Customer also mentioned that the key pad was unresponsive and they were unable to clear the alarm. Customer stated that the insulin pump was exposed to moisture and the numbers on the insulin pump were scrolling. Customer's blood glucose reading at the time of the call was 450 mg/dl and has treated with a humolog. It was stated that the reason for the high blood glucose reading was that the customer has been without the insulin pump for several hours. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No unexpected battery out limit alarm was noted. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.